Event description:
We were in the middle of the distal cut on our tka, the lever on top used to rotate mics handle fell off. We discovered the pin that holds it into place on the floor. It had vibrated out during the cut. We finished the case without changing it out. We could reach all the cuts without needing to adjust the hand piece. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
It was reported that during the middle of the distal cut on a tka, the lever on top used to rotate mics handle fell off. The pin that holds it in place was discovered on the floor. It had vibrated out during the cut. The case was finished without changing out the mics. Product evaluation and results: mics-209063, sn# (B)(6), RMA# (B)(4). Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual pivot handle check. Disposition: rtv. Inspected by: (B)(6). Product history review: device history records indicate 25 devices were manufactured under lot k0as4 and 24 devices were accepted into final stock on 2/2/2018. A review of qt18-02-0005 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0as4 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode was duplicated for the alleged failure. Attempts to repair were unsuccessful and the part was rtv for rework. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We were in the middle of the distal cut on our tka, the lever on top used to rotate mics handle fell off. We discovered the pin that holds it into place on the floor. It had vibrated out during the cut. We finished the case without changing it out. We could reach all the cuts without needing to adjust the hand piece. Case type: tka. Surgical delay: = 15 minutes.